Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. Also received normal operating currents. No blank display or any failed battery alarm during testing. No damage found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display and failed battery test from the insulin pump. The customer's blood glucose level was unknown. The customer stated that a few weeks ago she dropped the pump and there was no damage. The customer stated that ever since she dropped the pump, she had issues with failed battery and blank display. The customer stated that she is unable to get the pump to turn on after a battery change unless she leaves the cap halfway installed. The customer was advised to insert new aaa alkaline batteries. The customer was unable to troubleshoot for the failed battery out limit because the pump kept shutting off and she does not have a new battery. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.